Event description:
It was reported that the pressure sensor was defective and the occlusion sensor was bubbling up. The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.